Manufacturer narrative:
A review of the manufacture records for this device could not be conducted because the model and lot number of the device was not available. Device discarded at hospital.

Event description:
Per the physician, the dissection occurred after the ev3 evercross 8 x 20mm balloon pre-dilated the lesion. A study stent was placed. Oblique views showed dissection. In one view lumen compromised by at least 50% severity. Second stent was deployed in overlapping fashion. No compromise of flow and the procedure was completed.